Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, mesh separation, revision, pain. Additional event specific information was not provided.

Manufacturer narrative:
D1: corrected brand name d4: corrected catalog # g5: corrected PMA/510(k) h6: conclusion code remains the same additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: partial product ID provided, previously listed as dlmc, but determined to be a plus product dlmcp. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: [not provided]. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: [facility ni]. (B)(6), md. Consultation. Surgery initial evaluation. Dictating physician: (B)(6), md. Attending physician: (B)(6), md. Reason for consultation: ventral hernia. Presents with a 10-year history of epigastric bulge. States had noticed bulge ever since second son born approximately 10 years ago. States has had increasing pain associated with the bulge especially since has been running daily. Interested in having hernia repaired. No past episodes consistent with incarceration. Risks of potential incarceration discussed with patient. Past medical history: history chlamydial infection, abnormal papanicolaou smear. History of bilateral tubal ligation, colposcopy with loop electrosurgical excision procedure biopsy. Hemorrhoidectomy. Right ear keloid removal. Denies history of tobacco. Exam: abdomen: soft, nontender, and nondistended without bowel sounds. Has diastasis of rectus muscles supraumbilically. In addition, has two small fascial defects in supraumbilical position. Assessment / plan: two small epigastric hernias, as well as, rectus diastasis. Risks, benefits, and alternatives to surgical intervention discussed with patient. Both open and laparoscopic repair discussed. Chose to proceed with laparoscopic ventral hernia repair with mesh. Risks of surgery including but not limited to bleeding, infection, pain, damage to any intraabdominal structures, recurrence of hernia, need for further procedures, seroma and hematoma formation, allergy to mesh, conversion to open procedure discussed. In addition, patient informed there are risks to general anesthetic. Agreed to proceed and consent form was signed. Will schedule for laparoscopic ventral hernia repair with mesh. Had opportunity to have all questions answered. Seen and evaluated with (B)(6), md who agrees with above. On (B)(6) 2007: [facility ni]. (B)(6), md, resident. Operative report. Preoperative diagnosis: ventral hernia. Rectus diastasis. Postoperative diagnosis: ventral hernia. Rectus diastasis. Procedure performed: laparoscopic ventral hernia repair with mesh insertion. Md general. Estimated blood loss: minimal. Findings at surgery: a reducible ventral hernia centered with most of the tissue defect at the umbilicus, and extending superiorly from the umbilicus about 4 cm. There was some diastasis of the rectus, worse at the umbilicus, as well that was incidentally noted. No evidence of gross pathology internally. Procedure in detail: ¿the patient was taken to the operating room, and a time-out was performed, where the patient¿s identity, procedure to be performed and antibiotic administration, one gram of ancef, were confirmed by surgery, nursing and anesthesia. The antibiotic administration was less than an hour prior to surgical incision. The patient was prepped and draped in standard fashion. An ioban drape was placed on the patient. Access into the abdomen was obtained via right anterior axillary line hasson port. Dissection carried down to the subcutaneous tissue. The anterior fascia elevated, incised, the muscles split, abdominal cavity entered. Finger palpation confirmed there no adhered loops of bowel in this location. The hasson port was inserted and pneumoperitoneum created to 15 mmhg, after 2-0 vicryl traction stitches had been placed. Inspection of the abdomen revealed no gross pathology. A completely reduced ventral hernia defect was seen at the umbilicus, along with the rectus diastasis being worse in this, the tearing of the linea alba being noted for about 4 cm superior to the umbilicus. Two 5-mm ports were placed under direct visualization, one in the right lower quadrant, one in the left lower quadrant with a hemostasis intact. Using a spinal needle, the defect of the hernia was mapped 3 cm beyond the maximum extent, while the patient was inflated to 5 mm of pressure. The area was mapped, the defect was repaired all the way up to the seventh costal area, and inferiorly to about the midpoint between the umbilicus and the symphysis pubis. The total area needing encompassing, with the 3 cm extension circumferentially for many edge [sic] of weak tissue, was 15 x 19 cm, which conveniently was the size of a dualmesh. The dualmesh then had ethibond sutures placed in all for [sic] corners, with [sic] drawn on both sides, and the mesh passed into the abdomen. The mesh was oriented with the rough side facing towards the abdominal wall, and the smooth side facing towards the abdominal contents and unfurrowed using 11-blade stab incisions. All four sutures were grasped, and the mesh up pulled up to approximate the anterior abdominal wall. Incidentally, the inferior midline ethibond suture broke in tying it securely, the excess ethibond was trimmed at the knot and removed from the patient. The surgitek device was then used to tack the mesh to the anterior abdominal wall, including the inferior portion, so that there was no more than wire 2 cm between every staple along the outside edge. Ethibond sutures were then passed through the mesh in different locations in all four diagonal components, and one another [sic] additional ethibond suture at the inferior location, where the previous one had been removed, giving firm ethibond approximation, no more than 5 cm apart in all eight directional vectors. An additional ethibond was placed in figure-of-eight fashion at the hasson port insertion site. The 5-mm ports were then removed under direct visualization with intact hemostasis, and pneumoperitoneum deflated and the hasson port removed. The ethilon figure-of-eight stitch was secured closing the abdomen in that location, and the traction stitches were secured on top. The port site incisions were closed with 4-0 vicryl in subcuticular fashion. The rest were just steri-stripped. Standard dressings were applied, and the patient was taken to the postanesthesia care unit in stable condition. I was personally present and scrubbed for the entire procedure. Nursing informed me that all surgical counts were correct at the end of the case.¿ product identification records for the alleged ¿dualmesh¿ were not provided. Records span (B)(6) 2006 to (B)(6) 2007. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: revision preoperative complaints: (B)(6) 2016: facility not identified. (B)(6), md. Indications: ¿the patient is a 41-year-old female who underwent a laparoscopic hernia repair back in 2006, and developed a supraumbilical bulge and pain. She, ultimately, underwent a CT scan demonstrating a fascial defect at the superior aspect of her previous hernia repair. At this point in time, we did discuss that this was causing life-limiting symptoms that we could attempt to repair, which could be extensive involving explantation of her old mesh versus an overlying mesh on top of everything. She did express understanding of this, and elected to proceed with the operation. Informed consent was obtained and placed upon the chart.¿ revision procedure: open ventral hernia repair with mesh placement. Implant: proceed mesh. Revision date: (B)(6) 2016 (hospitalization dates unknown). (B)(6) 2016: facility not identified. (B)(6), md. Operative report. Assistant: (B)(6), md, resident. Preoperative and postoperative diagnosis: recurrent incarcerated ventral hernia. Anesthesia: general. Complications: none. Description of procedure: ¿the patient was taken to the operating room and placed on the operating table in a supine position. She underwent general endotracheal anesthesia without complications. She had bilateral lower extremity sequential compression devices (scds) in place for deep vein thrombosis (dvt) prophylaxis and received kefzol for antibiotic prophylaxis. A time-out was performed verifying the appropriate patient, side, site, and procedure. The abdomen was then prepped and draped in the usual sterile fashion. We made an incision from just below the xiphoid down to the superior aspect of the umbilicus. Immediately upon entrance, we noticed a bulging of fatty contents up into the field. Just above the umbilicus there was also a second bulge of fatty contents. We dissected around this and noted that the omentum was protruding out within a hernia sac at the superior aspect of the mesh which had pulled away from the abdominal wall. At that point, it was solidly secured both inferior to that. The second mesh just above the umbilicus appears to be a piece of fat that had bulged out from her previous hernia site, was not reduced prior to the previous hernia repair. We did open this area and take this fat down along with the remaining fat we did suture ligate a piece of the omentum and then the remaining contents were allowed to fall down within the abdomen. We looked around initially. We had opened superior to this and noted that other than the most superior aspect of the mesh, that the mesh was otherwise secured very well to the anterior abdominal wall. At this point in time, we elected not to remove the mesh and completely destroy her posterior sheath. We placed three sutures, one at the apex of the incision, and two lateral to that, one on each side of #1 prolene sutures through the fascia and pulled the stitch up to the abdominal wall. We created a small skin and subcutaneous flap off of the fascia circumferentially around the entirety of the incision. Once this was done, the fascia was then closed with a running looped #1 pds all the way from the superior aspect of our incision down over top of the previous existing mesh. Once this was done, the entirety of the defect was 10 x 13 cm with our flap, and once the fascia was closed down, we placed a piece of proceed mesh as an overlay and this was secured into place superiorly with those three meshes that had been placed entirely transfacial. The lateral edges and the inferior aspect of the mesh were then tacked down with #1 prolene suture in a quilted pattern. The area was then copiously irrigated and a 19-french blake drain was placed down on top of this. The subcutaneous tissues were then closed with a running 3-0 vicryl suture to close down the space. We irrigated one further time. Then 3-0 vicryl interrupted deep dermal sutures were then used and the skin was reapproximated with a 4-0 vicryl running subcuticular stitch. The abdomen was then cleaned and dried and sureclose was applied to the top of the wounds. At the end of the procedure, all sponge, needle, and instrument counts were correct. I was scrubbed and present throughout the entire procedure. The anesthesia pain service came in and performed a single shot tap block at the end of the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.